Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for evaluation and this complaint is still under investigation.